Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver would not take a charge or boot-up. It was observed to be perpetually rebooting. The receiver case was opened for an interior inspection and further evaluation and it passed. The ui pcba was detached to retrieve the receiver log. The log was reviewed and it passed. The receiver functional test was attempted but could not performed due to receiver perpetually rebooting. The reported event of an overheating receiver was not confirmed.  The root cause could not be determined.